Event description:
Procedure performed: robotic lap chole. Event description: upon deployment, the bag was used correctly, but when the scrub tech pressed down on the final deployment button and went to pull back and close it, it would not close and the white part of the inside of the bag was loose. They pushed the bag back in and then used an anchor bag. When the bag was later pulled out to check what had occurred, the white piece fell onto the operating room floor. Additional information provided by [name] on 31oct2025 via email: the correct model number is cd005. No piece of the instrument fell into the patient. The white piece of deployment system fell off outside of the patient. Intervention: replaced with an [competitor] bag. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of component separation. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic lap chole. Event description: upon deployment, the bag was used correctly, but when the scrub tech pressed down on the final deployment button and went to pull back and close it, it would not close and the white part of the inside of the bag was loose. They pushed the bag back in and then used an anchor bag. When the bag was later pulled out to check what had occurred, the white piece fell onto the or floor. Additional information provided by [name] on 31oct2025 via email: the correct model number is cd005. No piece of the instrument fell into the patient. The white piece of deployment system fell off outside of the patient intervention: replaced with an [competitor] bag. Patient status: no patient injury.